Event description:
The patient was undergoing a coil embolization procedure in the pulmonary arteriovenous malformations (avm) using ruby coils and a non-penumbra microcatheter. It was reported that the microcatheter was flushed. During the procedure, while advancing a ruby coil through the microcatheter, the physician experienced resistance inside of the microcatheter and stopped advancing the ruby coil. The physician performed a fluoroscopy and noticed that the ruby coil was not visible on the screen. The ruby coil pusher assembly was retracted into the microcatheter and the physician attempted to re-advance the coil; however, the ruby coil was stuck and would not advance. The ruby coil was then removed and retracted back into its introducer sheath and the microcatheter was double flushed. The physician made another attempt to advance the same ruby coil through the microcatheter, but the same issue had occurred. The ruby coil pusher assembly was removed and the physician noticed that the ruby coil was not attached to the pusher assembly. The microcatheter was removed and flushed again. When the physician placed the microcatheter under fluoroscopy, the ruby coil was found to be detached and stuck inside the microcatheter. The microcatheter was not used for the remainder of the procedure. The procedure was completed using new ruby coils and new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact, the pull wire was in its original position on the distal tip of the pusher assembly. If the ruby coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detaching from the pusher assembly. The ovalization along the non-penumbra catheter shaft likely contributed to resistance. Further evaluation revealed kinks in the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.